Event description:
It was reported that, "t-handle would not fully engage with starter reamer."

Manufacturer narrative:
Complaint history review, functional testing. Results - functional testing performed on similar products confirmed the reported event complaint history review shows a total of 5 reported events. Conclusion - the three-ball design engages with the groove on the male fitting with all three retention balls in one orientation; but when rotated 180 degrees to another possible placement position, it does not capture the fitting.